Manufacturer narrative:
A product investigation was completed: the visual inspection has shown that approximately 6 mm from the fluted tip section is broken off. The broken off portion was not returned (was left inside the patient¿s body). The drill bit was measured; the measuring result does show conformity. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4112 per standards as required and the measured harness within the specification. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture: jun 15, 2016. Expiration date: jun 1 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that on (B)(6) 2016 during surgery to treat an index finger proximal phalanx fracture, the drill bit broke. The surgeon used a variable angle locking hand system and a locking y-plate (1.3). The surgeon used a 1.0mm drill bit, which was already sterilized. When the surgeon drilled, its tip broke off and was left inside the patient¿s bone. The patient was stable. There was a prolongation of surgery due to the reported event, but the duration is unknown. Concomitant medical products: locking y-plate (part: 04.130.xxx, lot: unknown, quantity: 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.